Event description:
A customer reported a tandem mobi cartridge alarm, specifically cartridge alarm 30, which did not cause their blood glucose level to exceed 500 mg/dl. Following the initial alarm, the customer was instructed to remove the cartridge and administer a 9-unit bolus, which was completed successfully; however, attempts to reload the cartridge resulted in the alarm recurring. Technical support decided to replace both the pump and the original cartridge. The customer was advised to use a backup insulin pump to maintain insulin delivery and was provided with instructions for returning the malfunctioning pump. A replacement pump was sent to the customer, who acknowledged the instructions and process.